Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked if the issue was on the core port or surgeon side console (ssc) port. By swapping between the two ssc, the red light stayed on the third blue fiber cable (bfc) core port. The fse replaced the fiber cable and the respective connectors on the core 3th port. After replacing the affected components, the system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting - post-anesthesia of a da vinci-assisted surgical procedure, no ports placed, biomed called in to report that the system started with non-recoverable error 40048 and error 40. Intuitive surgical (is) technical support engineer (tse) first got a system number sl1354 that was not connected to onsite, so tse could not check any logs. Tse informed that the error 40 indicated a communication problem and asked to check the led status of the blue fiber ports on the back side of the vision side cart. Biomed informed that the third one was red, as tse could not see where it was connected to, biomed followed the blue fiber cable (bfc) and came out to the patient side cart. Biomed immediately replaced the bfc instead of reseating it, system got restarted but with same error. Tse asked if there was a bfc port available on the vsc, they disconnected the second surgeon side console (ssc) and connected the psc to the fourth port and all started well. Tse informed biomed that after procedure the other bfc needed to be tested, to check if problem was cable or port related. As there was no onsite connection, tse guided biomed to check the system connection in the troubleshooting tab on the touchscreen of the vision tower, and biomed notes that system number of the vision cart was sk6029. Biomed called back, to report that he had connected the second ssc to the third port, but still red led. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically as planned with no reported injury and a delay of less than 15 minutes. This was a 2 console procedure, but they had to complete it with one console.